Event description:
The pump was interrogated and multiple "reset occurred - low battery" messages were recorded in the pump logs. The eri (elective replacement indicator) was 34 months. The device system was used to deliver baclofen 500 mcg/m. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).